Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that high hv lead impedance in the svc to can vector was observed. Noise was not reproducible. Programming changes were recommended.